Event description:
While using a byte night aligners, patient reported that they had an orthodontic evaluation by a orthodontic specialist. The specialist found that the patient had crowding concerns. Their exam findings are skeletal class I relationship, proper angulation of the maxillary central incisors, class ii molar relationship on the right, class ii tendency canine relationship on the right, class I molar relationship on the left, class ii tendency canine relationship on the left, permanent dentition, no remarkable radiographic findings, good oral hygiene, maxillary and mandibular midlines are midsagittal, severe overbite - 6 to 7mm, normal overjet, anterior crossbite present, moderate maxillary crowding, moderate mandibular crowding, incisal edge wear present, limited gingival display at smile, asymmetric smile arc, acceptable gingival contours. Treatment recommendations for the patient are comprehensive orthodontic treatment and patient will need invisalign with inter proximal reduction. Doctor feels that the patient needs to have in person care with an orthodontist to correct the concerns. Patient to cease treatment.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.